Event description:
International affiliate reported a 2179 reservoir was used for mitral valve repair in 2005. The pt developed a fever seven days post-op. Pt was prescribed unasyn, moropenem and vancomycin.